Event description:
It was reported after the patient's right atrial (ra) lead was explanted and replaced. The device memory indicated the ra lead had high impedance values and noise on the atrial electrogram. Follow-up indicated that the information noted from the device memory was not a factor in the ra lead replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial portion of the lead was returned in segments and analyzed with no anomalies found. Visual analysis noted apparent explant damage. Concomitant medical products: p1501dr ipg, implanted: 2009-(B)(6); 5092-52 lead, implanted: 2001-(B)(6). (B)(4).